Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an elective replacement indicator and a magnet rate of 85 after being implanted for 13.6 months.